Manufacturer narrative:
Through an investigation conducted over phone call between technical services (ts) and the hospital. The root cause of the anomaly was determined to be that the button to open the door was not held for a sufficient amount of time. No site visit was made due to the resolution being confirmed on call. No parts were needed to be returned for analysis since no parts were replaced. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a procedure, the door on the imaging system would not open after a spin was taken. The system was moved out of the surgical field and the surgery continued as scheduled. Following the second post-op spin. The door opened properly following this. There was no initial troubleshooting performed due to the call coming in mid-procedure. There was no impact on patient outcome.